Event description:
It was reported that while using night aligners, the patient stopped wearing the aligners for almost two months due to teeth sensitivity to all food and temperatures along with air gaps and migraines.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.